Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported, elevated blood glucose readings averaging 245 mg/dl over the past 2 weeks. He stated, his most recent elevated blood glucose reading was last night at 395 mg/dl with his target range being 90-300 mg/dl. He stated, his symptoms were fatigue, thirst, and arthritis and he corrects his reading by bolusing insulin by injection. He stated, he is a "brittle diabetic." During troubleshooting, the pt stated, he usually changes his insulin every 10-30 days depending on use. He said, he uses his head set "until interruption" and reports an average use of 1 week or longer. He stated, he has only used the site below his navel since he began pump therapy in 2002. The pt stated, he stores his insulin in the refrigerator until the vial is opened and then stores the vial in his infusion device case. He stated, he began eating a healthier diet and exercising 2 months ago and has lost 10 pounds. The pt was educated on site selection and rotation. The pt was advised to change accessories as recommended which is 2-3 days for infusion sets and every 6 days for insulin cartridges. Troubleshooting did not fine product issues. An insertion aide and a guide to infusion site mgmt was sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.